Event description:
It was reported by service report that the footend was stuck in the high position. The customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results - loss limits. Issue was resolved for the customer by "buring in" new limits and verifying the bed was operating per specification and as intended.